Manufacturer narrative:
This incident occurred in (B)(6) and is being reported to the united states as it is an imported device with the potential for injury if the event were to recur. The product has been returned for further investigation; additional information will be provided once the investigation has been concluded.

Event description:
Patient slipped between the cells and felt he was 'bottoming out'. No injury occurred to the patient in this instance. However, this is being reported because if the event were to recur, there is a potential for minor pressure ulcers to occur.